Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they wanted to meet with a manufacturer representative (rep) to make sure the implantable neurostimulator (ins) was working properly. The patient stated that they saw a healthcare professional (hcp) for adjustments and reprogramming because they were having some trouble with the device after it was implanted. The patient clarified that what they meant by trouble was that no matter how hard they tried they could not get the impulses to increase. The patient noted that the number on the patient programmer (pp) would increase for a few seconds and then it would go back down. The patient stated that they could not see what the hcp was doing when they put the external device up to their ins in their flank due to an unrelated eye infection. The patient noted that the hcp told them to make another appointment so they could see what the hcp was doing when their eye was better, but the patient was no longer seeing the hcp due to insurance. The patient stated that they were not sure what the hcp did and was not sure if the ins was working properly because they had been peeing like a race horse. The patient noted that it slowed down when they first got it inserted and that they were urinating the normal amount before they had a problem with their overactive bladder, but since they reprogrammed it or did something to it they had been urinating very frequently. The patient noted it maybe even more than when they had the device inserted. The patient stated that they could not get the device out of program 4 and noted that they read the instruction book. The patient stated that they were doing it according to the instruction book but could not feel the impulses when they increased stimulation and the number would not stay. The patient noted that they could not feel the impulses getting stronger like they should when the hcp first inserted it. The patient stated that at first a rep came into the room and the patient could feel the stimulation when it was increased, but they could not feel the difference at all at the time of the report. The patient was offered assistance with making adjustments but the patient stated that they would prefer to meet with a rep. The patient was reviewed on how to set up an appointment with a rep through their hcp and the patient noted that they had an appointment with a urologist in a week or two and would try to get a rep invited to the appointment. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the inability to increase was the batteries that they were using were no good. The patient stated they replaced the batteries and it worked fine. The patient reported they were able to increase the impulses a bit and it worked great. No further complications were reported.